Manufacturer narrative:
Reporter occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a flexor raabe guiding sheath leaked at the hub during an unknown procedure. Per the reporter, no additional information is available. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, a flexor raabe guiding sheath leaked at the hub during an unknown procedure. Per the reporter, no additional information is available. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The customer returned kcfw-5.0-38-55-rb-raabe to cook for investigation. Physical examination of the returned device showed: visual inspection results, one used device was returned. No visual damage was noted. Unable to recreate the failure. Leak test preformed using a syringe filled with water the lab personnel attached to the sidearm. No leak was noted. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿instructions for use¿ ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.